Manufacturer narrative:
Preliminary device evaluation: medtronic is leading an evaluation of the reported surgeon console (sc). Review of the provided image notes that it shows multiple messages on the operating room team interface monitor, which read ¿alarm system test: if you hear an alarm tone, press yes. If you do not hear it, stop using the system and contact medtronic technical support¿, ¿caution: partial alarm system failure. The alarm audio, arm displays, arm leds, and/or cart leds may have failed. Tap dismiss to resume use¿ and ¿warning: loss of communication with the surgeon console. Check the data cable or restart the console using the red ac power switch. Tap dismiss to confirm¿. Further evaluation of the reported surgeon console is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a robotic laparoscopic prostatectomy procedure, after booting, the surgeon console (sc) displayed a yellow communication failure. The team rebooted the sc, and no further errors were encountered. There was no patient involvement.